Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported that 10-15 years ago the patient was getting into their car at night and was frightened so badly the implantable neurostimulator (ins) immediately came on. It was noted the patient had an episode of mania because their doctor didn't let them have their human growth hormones which put them into a state of mania.

Event description:
Additional information received from the consumer reported they didn't notify their managing physician about the implantable neurostimulator (ins) turning itself on because they were released by their physician. It was noted the event of the consumer getting frightened and the device turning on when getting into the car occurred in 2001, not 2016. The consumer further reported the ins turned itself on many times including: when startled, going through some department stores, moving too quickly, and with sudden movement. In order to resolve the ins turning itself on the consumer would use the remote to turn the ins off if they had it with them. According to the consumer when "these various implant incidents occurred the stimulator always turned on to its' highest level, what to say the least was very uncomfortable. The device was unpredictable in regards to turning itself on, when in the off position, and there were unpleasant side effects. For example when the stimulator was turned on, the side effect was nervousness. After having the battery reach its' full life, over seven years, I stopped using it after five years of giving it every opportunity to offset my pain symptoms. I would consider having it removed, however, my fear is that more nerves could potentially be irritated or damaged."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.